Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735796, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, a noise was heard in the operating room (or) and the camera cart of the navigation system had lost power. The reported issue occurred twenty minutes into the procedure following patient registration and an initial image acquisition. The power on/off button was used without resolution. The representative noted that the interconnect and power cord were reseated which restored functionality. Though, it was noted that a battery service error appeared in the lower corner of the navigation system. The site then re-registered, performed an additional image acquisition and continued with the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. It was later reported that the navigation system had not lost power, rather that the camera cart displayed a pcoip error message one hour into the procedure where it would not reconnect. The navigation system was rebooted, self-test conducted and the issue could then not be replicated. Additionally, it was noted the issue recurred a few times in the procedure.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Upon arrival, the site clarified that the reported issue was that the pcoip error message displayed on the camera cart of the navigation system and would not reconnect during the procedure. Testing revealed that the reported issue could not be replicated after booting up the navigation system, performing a self-test and reseating cables. It was noted that the issue had previously occurred when the navigation system was powered on for about an hour. It was later confirmed that the pcoip disconnection error could be seen on the navigation system. The representative then returned to the site and reported that after powering on the navigation system for an hour, the interconnect cable between the monitor and camera carts was disconnected, resulting in the reported issue and the amber fault light on the camera illuminating. The navigation system then remained powered on for 11 minutes under the uninterruptible power supply (ups). With the camera and main camera cart connected, the main cart was disconnected from a known operational outlet where both carts remained powered on for 11 minutes. Once the ups was depleted, the unit was plugged into a separate outlet in the operating room (or) and booted as intended. Visual inspection of the interconnect cable found no issues and that the reported issue could not be replicated. Additionally, a battery service error was not observed during testing though it was noted a red blinking service light illuminated when being used. The representative then returned to the site and replaced the pcoip. Following the pcoip replacement, the system then passed the system checkout and was found to be fully functional. The pcoip was returned to the manufacturer for evaluation. The pcoip was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.